Manufacturer narrative:
Pump passed the displacement test. Motor error alarmed during basic occlusion test due to loose /flush drive support disk. The motor was tested outside of the device and passed. Pump received with cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that customer received a motor error alarm. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI. Customer does not use sensor features. After troubleshooting, customer was advised that insulin pump would need to be replaced.